Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/19/2018. A final report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit would not power on and work from ac power. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 17nov2018. The customer reported that the ventilator will be removed from service.

Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 17nov2018. The customer reported that the ventilator will be removed from service.